Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left common iliac artery. A 6.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported.